Manufacturer narrative:
Patient reported good pain relief from the nalu system and there are no allegations of system or component failure or malfunction. Explant request was solely due to MRI needs. MRI compatibility is a known risk of the nalu system.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2022 and reports that the system is working well and providing pain relief since that time. Patient requested to have the system explanted due to the need for an unrelated MRI in the area of the implant. Physician reported that the explant went smooth and there were no complications.